Event description:
Customer called and stated that the pod she started was difficult to fill with insulin. She forced the insulin into the pod and heard a crackling sound while filling. Customer's blood glucose levels ranged 154-334 mg/dl before deactivating this pod. No further information is available.

Manufacturer narrative:
The product was returned and evaluated. The evaluation indicates a probable problem with a retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. The user is instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod or backup therapy if needed. This was identified as a reportable event during an ongoing review of the system.